Event description:
Patient's foley catheter balloon broke and catheter fell out. Patient had elective repair of cystocele in 05/2001 and was discharged on the following day. Patient to have vaginal packing removed 2 days later and catheter removed 5 days later. Patient came to the hospital to have the broken catheter replaced. Catheter fell out with balloon intact.